Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2002. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, loss of range of motion, lack of mobility and elevated metal ion levels. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient was revised on july 21, 2014 allegedly due to metallosis. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-05665 / 05666).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2002. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, loss of range of motion, lack of mobility and elevated metal ion levels. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a revision procedure on (B)(6) 2014 due to metallosis and elevated metal ion levels. Operative report further noted intermittent clicking, metallosis, acetabular osteolysis, and instability during the revision procedure. The modular head and cup were removed and replaced with a biomet head and competitor cup and liner.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2002. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, loss of range of motion, lack of mobility and elevated metal ion levels. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.